Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the material was with damaged packaging (packaging route), compromising the sterilization process. The event was identified immediately on receipt of the product in the hospital. It was not used in a patient.

Manufacturer narrative:
(B)(4). Batch # m91v6t. The analysis results found that pouch device was returned inside its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a cut in the tyvek, the cut was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that a sharp device came in contact with the package causing the found damage. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.